Event description:
It was reported that the patient experienced "tingling down his right arm" when cautery used on the left side of the patient's face. Additional information has been requested from the hcp, but was not available as of the date of this report.